Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 5026855. Medical device expiration date: 01/31/2020. Device manufacture date: 02/17/2015. Medical device lot #: 5026860. Medical device expiration date: 03/31/2021. Device manufacture date: 03/02/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a 1 ml bd luer-lok" syringe, the female physician noticed 4 black, circular marks in between the glass and the barrel of the syringe. It was reported she did not feel comfortable using the dose. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review for batch 5026855 (p/n 309628): manufacturing dates: 02/08/2015 to 02/09/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. There were recorded instances of print issues during the manufacture of this batch. Product was requalified per applicable aql. Batch 5026855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 5026860 (p/n 309628): manufacturing dates: 02/21/2015 to 02/22/2015. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. There were recorded instances of print issues during the manufacture of this batch. Product was requalified per applicable aql. Batch 5026860 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Note: the print issues noted above were from the same print batch that was consumed by the two packaging orders, hence the issue noted in both DHR reviews. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According to verbatim, customer may be describing issues with print, however, the defect and its severity could not be verified without samples. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Per applicable aql. Batch 5026860 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed.